Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. A cyber security upgrade was performed and was unsuccessful, resulting in the pulse generator exhibiting backup vvi operations. The patient experienced muscle stimulation as a result. A device download was performed successfully and the muscle stimulation was resolved. The patient would be continued to be monitored.